Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 24fr was used during a esophagogastroduodenoscopy (egd) with peg placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the transition zone (where the hard and soft plastic meet) detach as it was being pulled out of the stoma site, however, nothing detach inside the patient's body. The remaining tube was back out from the patient's mouth. The procedure was completed with a new endovive safety peg kit pull method 24fr. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the feeding tube have been detached/ separated at the transition area. The tubing had been torn off leaving a section remaining on the barbed connector with cuts running lengthwise near the distal end that was found to be deformed (stretched). The complaint is consistent with the return that the feeding tube detached/ separated at the transition area. It is most likely that the incision size might have been too small for placement resulting in the tensile failure seen in this device, also the patient anatomy may have presented a torturous path which can cause difficulty during product placement. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 24fr was used during a esophagogastroduodenoscopy (egd) with peg placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the transition zone (where the hard and soft plastic meet) detach as it was being pulled out of the stoma site, however nothing detach inside the patient's body. The remaining tube was back out from the patient's mouth. The procedure was completed with a new endovive safety peg kit pull method 24fr. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.